Manufacturer narrative:
The following other devices were also listed in this report: triathlon pkr baseplate #3 rm/ll; cat# 5620-b-302; lot# kkwea. Triathlon pkr insert x3 #3 rm/ll -9mm; cat# 5630-g-329; lot# mlr0p0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device is not available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient was run into by a pitbull dog and injured her knee. During the revision, the surgeon noted that there was progression of arthritis to the patella femoral joint. Patient was revised to triathlon total knee.

Manufacturer narrative:
An event regarding trauma and subsequent revision involving a femoral component trauma was reported. The event was confirmed method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: review of the medical records indicated that there is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: no device failure modes were reported, the patient had traumatic experience leading to a meniscal tear and during the repair arthritis progression was noticed and the patient was revised from a pkr to a tkr. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation no further investigation for this event is possible at this time as no devices were returned to stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient was run into by a pitbull dog and injured her knee. During the revision, the surgeon noted that there was progression of arthritis to the patella femoral joint. Patient was revised to triathlon total knee.